Event description:
Patient was connected to a hot ice machine. The surgeon or salesman programs the machine after the staff is oriented. After approximately 10 minutes, the machine began squirting hot water. The machine was shut off and unplugged at this time. The tubing was checked; it felt hot to the touch. The knee immobilizer straps were released and ice packs were applied.the salesman checked the machine. After his check, the machine had cooled and was reapplied. Thereafter, it functioned normally.physician was notified and apparently did not feel an incident report was appropriate on the date of the incident, 5/25/93, but several days later told the recovery room nurses that the patient suffered second degree blisters to her knee.the hot ice machine was immediately removed from the facility and sent to the manufacturer for evaluation. The results of the evaluation has no been received to date.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.